Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. During the interrogation of the pacemaker, it was noted that the pacemaker was found to be in backup vvi mode. Programming changes were performed. The patient experienced no adverse consequences.